Event description:
Same case as MDR 2134265-2011-04504. It was reported that during a stenting treatment procedure the catheter froze on the guide wire. The 100% stenosed lesion being treated was located in the moderately tortuous, non-calcified left anterior descending artery. Using a non-bsc guide catheter and a non-bsc guide catheter, the physician advanced a 8mm x 3.00mm apex balloon catheter to target lesion but was unable to cross the lesion. The target lesion was pre-dilated with a non-bsc balloon catheter then the physician advanced the 20mm x 2.25mm ion stent delivery system (sds), however, the sds froze on the non-bsc guide wire and would not exit the non-bsc guide catheter. The sds was successfully removed. Using the same non-bsc guide wire the physician advanced a 32mmx2.25mm ion sds to the target lesion however the sds also froze on the non-bsc guide wire. The device was successfully removed and the procedure was completed with a non-bsc sds. No patient complications were reported and the patient status is fine.

Event description:
Same case as MDR 2134265-2011-04504. It was reported that during a stenting treatment procedure the catheter froze on the guide wire. The 100% stenosed lesion being treated was located in the moderately tortuous, non-calcified left anterior descending artery. Using a non-bsc guide catheter and a non-bsc guide catheter, the physician advanced a 8mm x 3.00mm apex balloon catheter to target lesion but was unable to cross the lesion. The target lesion was pre-dilated with a non-bsc balloon catheter then the physician advanced the 20mm x 2.25mm ion stent delivery system (sds) however the sds froze on the non-bsc guide wire and would not exit the non-bsc guide catheter. The sds was successfully removed. Using the same non-bsc guide wire the physician advanced a 32mmx2.25mm ion sds to the target lesion however the sds also froze on the non-bsc guide wire. The device was successfully removed and the procedure was completed with a non-bsc sds. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device returned to MFR: returned product consisted of a monorail taxus element/ion stent delivery system (sds) with no original packaging or other devices. The balloon was tightly folded with the stent secure between the markerbands. There was no damage to the sds or stent. A new .014" guide wire was advanced through the wire lumen with no unusual resistance. The reported difficulty was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).